Event description:
The patient underwent targeted temperature management (ttm) following cardiopulmonary resuscitation (CPR). The icy catheter (lot # unknown) was smoothly inserted into the patient's femoral vein on the first attempt. No adjunctive temperature management or relative procedures were performed on the patient prior to the ivtm therapy. The patient's initial temperature was not reported. The target temperature was set to 34°c with the rate set to maximum. After 70 hours of therapy, the thermogard system generated an "air trap" alarm. The pump rotor stopped, and the console entered standby mode. The 500 ml saline bag was found empty, and the patient's temperature at the time the issue occurred was 36.5°c. No fluid was detected on the thermogard console, the patient's bed, or the floor. It was suspected that 200 ml of saline solution may have infused into the patient's bloodstream. No malfunction was reported on the thermogard console used during the event. The catheter was subsequently removed. No additional information was provided, and no patient injury was reported.

Manufacturer narrative:
Zoll did not receive the catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.